Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 07657, 0001825034 - 2017 - 07659. Concomitant medical products: abx-us157862 62od x 56 ID magnum abx pf cup lot# 655590 157456 m2a-magnum mod hd sz 56mm lot#116230 139268 m2a-magnum 52-60mm tpr ins std lot#369650 x180316 bi-metric/x por nc 16x160 lot# 211920. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a revision, the surgeon was unable to disimpact the femoral head and taper from the femoral stem. As a result, a long trochanteric osteotomy was performed and the well-fixed femoral stem was removed. No surgical delay or additional patient consequences were reported. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.